Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use to treat a lesion located in the severely calcified left anterior descending artery. The lesion was predilated with a 2.5mm balloon catheter and the 10mmx2.75mm wolverine coronary cutting balloon was advanced to the lesion. The wolverine was inflated to 6 atm. The wolverine balloon ruptured and blood was leaking from the back side. The wolverine was removed. Another wolverine was used to complete the procedure. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: a 10mm x 2.75mm wolverine cutting balloon mr was returned for analysis. A visual and microscopic examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched from the proximal to the distal markerband and measured 1cm in length. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found two kinks along the length of the hypotube. The hypotube was kinked at 17cm and 91cm distal from the strain relief. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use to treat a lesion located in the severely calcified left anterior descending artery. The lesion was predilated with a 2.5mm balloon catheter and the 10mmx2.75mm wolverine coronary cutting balloon was advanced to the lesion. The wolverine was inflated to 6 atm. The wolverine balloon ruptured and blood was leaking from the back side. The wolverine was removed. Another wolverine was used to complete the procedure. No patient complications were reported and the patient status is stable.